Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing white particles in the device. The patient alleged nasal/throat irritation or soreness, dry eyes, nasal and eye irritation. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of white particles related to a CPAP device sound abatement foam. The patient alleged nasal/throat irritation or soreness, dry eyes, nasal and eye irritation. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Dust/dirt contamination was observed on front ui panel, side panel, top enclosure, bottom enclosure. A contaminate consistent with keratin was observed on blower box. Liquid ingress with mineral deposits were observed on the blower and blower box. The investigator confirmed there was no evidence of sound abatement foam degradation in the device, but can confirm the presence of contamination.